Manufacturer narrative:
The t:flex pump user guide indicates that only humalog and novolog have been tested by tandem diabetes and found to be compatible for use in the t:flex system. On (B)(6) 2017, the contact reported to have switched the type of insulin used to humalog and no further occlusions have occurred. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had received multiple occlusion alarms. The customer's blood glucose (bg) level was 398 mg/dl and an insulin injection was administered to address the bg level. A pump system check was performed and the occlusion appeared to be within the cartridge. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra was not labeled for use with the pump. The contact acknowledged the information.